Event description:
It was reported that the pt underwent surgery in 2005 and the mesh was implanted. The pt reportedly had an undisclosed adverse reaction and wants to have it removed. No add'l info was available at this time.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation, the investigation of this complaint is limited. Lot review for proceed mesh product code pcdn1, lot uhg044 has been completed. All specification criteria have been met.